Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 4968-25, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The pacing lead was returned and analyzed. Lead was tested out-of-specification.